Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, it is unknown what the cause was since it was unable to be reproduced. Additional reportable malfunction was discovered during evaluation: grinding noise on coupler. The likely cause is due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had blurry picture during inspection for use. There were no reports of patient involvement.